Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a spi bus failure (ec 1007, 1106, 1107, 1110, 110e, 110f, 1113). There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the device displayed a 1007 error code. The device was then evaluated at the service center, and the service engineer (se) reported that the device displayed a spi bus failure (ec 1007, 1106, 1107, 1110, 110e, 110f, 1113). The se replaced the data acquisition (da) board to resolve the issue. The device was cleaned and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) university. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).